Event description:
It was reported by the patient's daughter that the device was broke and dead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, (B)(6) 2009. (B)(4).